Event description:
The customer reported to olympus that their evis lucera elite colonovideoscope device had a clogged water supply tube. The customer reported to an olympus field service engineer that the clog was due to foreign materials, and reported that they did not clean the auxiliary water supply tube before, and in fact had never used the auxiliary water supply tube function, and therefore had not been reprocessing the device in accordance with the manufacturer¿s specifications. The identity of the foreign material was not reported. The reported issue did not result in any delay, and was discovered during the reprocessing of the device prior to use in a diagnostic enteroscopy procedure. The intended procedure was completed with a similar device. There are no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of incorrect reprocessing resulting in a clogged auxiliary water supply channel was confirmed; the channel was noted to be clogged with what appeared to be clotted blood, although the foreign matter could not ultimately be definitively identified. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user facility's understanding differing from the olympus recommendation in handling of the device and reprocessing steps. The user facility may be able to detect this event by handling device in accordance with the following instructions for use (IFU): inspection of the auxiliary water tube (maj-855). It is further suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.